Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 85% to 5% while connected to a power source. Subsequently, the pump shut down due to insufficient power. Customer reported blood glucose level was 201 (mg/dl). It was indicated that the customer would continue to use the pump until the replacement pump was received.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.